Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an allergic reaction under the lifevest equipment. Patient described the area as itchy rash from allergic reaction to nylon and gold. The patient¿s physician prescribed benadryl for the skin irritation. The outcome of the irritation is unknown.